Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. When was the issue noticed (pre-op, intra-op)? This happened intra operatively during suturing, when the consultant pulled the suture through the skin, the needle came free. The consultant said that when he applies tension to the other suture that it was unravelling. 2. Could you please confirm the quantity of products involved for following? Pre-op (before use on patient, or separated during dispensing: 0. Intra-op: 2 - the second suture was not used on a patient as the consultant was unhappy to use it since it was unravelling. 3. Please provide the name of procedure. Total hip replacement. 4. Were there patient consequence? If yes, please specify. No patient consequences as the consultant removed the affected suture and used a different suture. The customer confirmed there were a total of 2 sutures involved. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2024 and suture was used. During the procedure, when surgeon was using the needle fell off the first one opened and the thread was coming undone and falling apart on others. No adverse patient consequences were reported. Additional information was requested.